Event description:
Pt had bilateral breast augmentation in 1973. Developed left sided pain and capsular contractures necessitating removal. Upon removal it was confirmed that both implants were ruptured.